Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer was not completing the air removal step. Tandem technical support educated the caller on completing the cartridge air removal step prior to filling, but the caller declined to load a new cartridge and decided to continue using the current one, planning to follow up if necessary.